Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2020. Block d6b: explant date: 2020. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500, model: sc-2218-50. Serial: (B)(6). Batch: 18437621/18437621.

Event description:
It was reported that the patient underwent an explant procedure due to inadequate stimulation. All explanted device components will not be returned.